Manufacturer narrative:
Qn# (B)(4).

Event description:
It was reported that: "micro puncture and ultrasound were utilized to gain central access in the right common femoral artery. Vessel size was 7.4mm with severe anterior and lateral calcification and mild tortuosity. Systolic blood pressure was 140 and act was 252sec. Both heparin and protamine were administered during the procedure. Time to hemostasis was greater than 10 minutes. It was reported that the collagen deployed into the artery. Cutdown performed to correct issue and fix bleeding. The patient was reported as fine post the procedure.".

Event description:
It was reported that: "micro puncture and ultrasound were utilized to gain central access in the right common femoral artery. Vessel size was 7.4mm with severe anterior and lateral calcification and mild tortuosity. Systolic blood pressure was 140 and act was 252sec. Both heparin and protamine were administered during the procedure. Time to hemostasis was greater than 10 minutes. It was reported that the collagen deployed into the artery. Cutdown performed to correct issue and fix bleeding. The patient was reported as fine post the procedure."

Manufacturer narrative:
(B)(4) the customer complaint of manta occlusion was able to be confirmed through review of the customer report and the supplied additional information. Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed, and no relevant findings were identified. Additional information was received. The physician noticed that the manta collagen was deployed in the vessel due to pulsatile blood flow and post angiogram. The procedure sheath used was the edwards sapien 3 size 29. The right central side of the common femoral artery was accessed. A micropuncture kit and ultrasound were used. Only one attempt was needed. The vessel size was 7.4mm. Severe calcification located posterior was noted. No circumferential wall calcification was noted. Mild tortuosity located high was noted. The manta was measured and deployed at 4cm depth. There were no issues with advancing or withdrawing procedure sheaths. Heparin ivp and protamine ivp were given. Time to hemostasis was greater than 10 minutes. A surgical cutdown was performed and the manta was explanted. Abbott's perclose was used ancillary. Due to the severe calcification, it's possible that the deployed anchor got caught and the collagen was implanted in the vessel. According to the IFU, the manta should not be used on patients with severe calcification. Based on the customer report and information available, the probable cause is unintentional use error. Teleflex will continue to monitor and trend for reports of this nature.